Manufacturer narrative:
An event of separation problem even after several attempts of releasing the amulet occluder was reported. It was decided was to re-capture the occluder and remove it from the patient; however, the occluder disconnected from the delivery sheath upon recapturing the disc. Reportedly, the lobe did not move or change position, the delivery cable was advanced to push the disc out to fully deploy the occluder. A returned device inspection, to rule out any device-related causes, could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received and without the device to analyze, the cause of the reported incident could not be determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 21 may 2025 a 31mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The cable connection was checked during device preparation. Approximately 12 inches of the cable was pulled out of the hoop until introduction of the device into the sheath. During the procedure the occluder was partially re-captured once. While twisting the delivery cable counterclockwise to release the tension the cable coiled within the left atrium. Several attempts were made to release the occluder. Each attempt the cable coiled but did not release the occluder. Back tension was added and the delivery cable was placed as coaxial as possible. The decision was made to re-capture the occluder and remove it from the patient to troubleshoot or replace. The disc of the occluder was re-captured into the delivery sheath but before the lobe of the occluder could be re-captured, the occluder disconnected from the delivery sheath. Because the lobe did not move or change position, the delivery cable was advanced to push the disc out to fully deploy the occluder. The patient remained hemodynamically stable throughout the procedure there were no adverse effects to the patient. The patient status was stable.